Manufacturer narrative:
Device evaluation. One used device returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
During a failed revascularization procedure, the user reported that the wire tip separated when it was removed from the sheath. The tip of the wire remained in the patient. The physician decided to leave the wire tip in the fistula because the fistula was clotted and unusable. No harm or injury was reported.